Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder out") and experienced systemic lupus erythematosus ("lupus symptoms"), uterine spasm ("uterine contraction"), alopecia ("hair was thinning an dwould not grow this"), arthralgia ("joint pain ") and myalgia ("muscle pain "). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, cholecystectomy, systemic lupus erythematosus, uterine spasm, alopecia, arthralgia and myalgia outcome was unknown. The reporter considered alopecia, arthralgia, cholecystectomy, medical device removal, myalgia, systemic lupus erythematosus and uterine spasm to be related to essure. The reporter commented: she used to have uterine contractions when she had the big o. Still have the big o. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, cholecystectomy, systemic lupus erythematous, ovarian cyst and uterine spasm, joint pain, muscle pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reported added, event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder out") and experienced systemic lupus erythematosus ("lupus symptoms"), uterine spasm ("uterine contraction"), alopecia ("hair was thinning an dwould not grow this"), arthralgia ("joint pain"), myalgia ("muscle pain"), feeling abnormal ("brain fog") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, cholecystectomy, systemic lupus erythematosus, uterine spasm, alopecia, arthralgia, myalgia, feeling abnormal and fatigue outcome was unknown. The reporter considered alopecia, arthralgia, cholecystectomy, fatigue, feeling abnormal, medical device removal, myalgia, systemic lupus erythematosus and uterine spasm to be related to essure. The reporter commented: she used to have uterine contractions when she had the big o. Still have the big o. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, cholecystectomy, systemic lupus erythematous, ovarian cyst and uterine spasm, joint pain, muscle pain. Most recent follow-up information incorporated above includes: on 29-apr-2020: upon internal review it was found that this case (B)(4) was duplicate of this case (B)(4) therefore this case (B)(4) was marked for deletion. All the information from this case was transferred to the merging case. Legacy device report num- 2951250-2017-10894 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), cholecystectomy ('gallbladder out') and systemic lupus erythematosus ('lupus symptoms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced systemic lupus erythematosus (seriousness criterion medically significant) and uterine spasm ("uterine contraction"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, cholecystectomy, systemic lupus erythematosus and uterine spasm outcome was unknown. The reporter considered cholecystectomy, medical device removal, systemic lupus erythematosus and uterine spasm to be related to essure. The reporter commented: she used to have uterine contractions when she had the big o. Still have the big o. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, cholecystectomy, systemic lupus erythematous and uterine spasm". Most recent follow-up information incorporated above includes: on 26-nov-2019: all the information from case no (B)(4) merged into case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), cholecystectomy ('gallbladder out') and systemic lupus erythematosus ('lupus symptoms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced systemic lupus erythematosus (seriousness criterion medically significant), uterine spasm ("uterine contraction") and alopecia ("hair was thinning and would not grow this"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed in november 2016. At the time of the report, the medical device removal, cholecystectomy, systemic lupus erythematosus, uterine spasm and alopecia outcome was unknown. The reporter considered alopecia, cholecystectomy, medical device removal, systemic lupus erythematosus and uterine spasm to be related to essure. The reporter commented: she used to have uterine contractions when she had the big o. Still have the big o. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, cholecystectomy, systemic lupus erythematous, ovarian cyst and uterine spasm. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media received- new event hair was thinning and would not grow this was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cholecystectomy ('gallbladder out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced uterine spasm ("uterine contraction"). The patient was treated with surgery (essure removal). Essure was removed in november 2016. At the time of the report, the medical device removal, cholecystectomy and uterine spasm outcome was unknown. The reporter considered cholecystectomy, medical device removal and uterine spasm to be related to essure. The reporter commented: I used to have uterine contractions when I had the big o. Still have the big o. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, cholecystectomy and uterine spasm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), cholecystectomy ('gallbladder out') and systemic lupus erythematosus ('lupus symptoms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced uterine spasm ("uterine contraction") and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, cholecystectomy, uterine spasm and systemic lupus erythematosus outcome was unknown. The reporter considered cholecystectomy, medical device removal, systemic lupus erythematosus and uterine spasm to be related to essure. The reporter commented: she used to have uterine contractions when she had the big o. Still have the big o. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, cholecystectomy, systemic lupus erythematous and uterine spasm". Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Event" lupus symptoms" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder out") and experienced systemic lupus erythematosus ("lupus symptoms"), uterine spasm ("uterine contraction"), alopecia ("hair was thinning an dwould not grow this"), arthralgia ("joint pain"), myalgia ("muscle pain"), feeling abnormal ("brain fog") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, cholecystectomy, systemic lupus erythematosus, uterine spasm, alopecia, arthralgia, myalgia, feeling abnormal and fatigue outcome was unknown. The reporter considered alopecia, arthralgia, cholecystectomy, fatigue, feeling abnormal, medical device removal, myalgia, systemic lupus erythematosus and uterine spasm to be related to essure. The reporter commented: she used to have uterine contractions when she had the big o. Still have the big o. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, cholecystectomy, systemic lupus erythematous, ovarian cyst and uterine spasm, joint pain, muscle pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events, "brain fog" and "chronic fatigue" added. New social media reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.